Manufacturer narrative:
Analysis of the wireless recharger (B)(6) revealed that the patient complaint was confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that when they were connecting with their implant with the micro mytherapy app to check their battery level, they saw something that they had not seen before that said therapy was turned off due to a reset. Patient stated they did not know what the exact verbiage was and stated they had to do the "slider thing" to turn therapy back on as therapy was off. Patient reported they felt it turn back on and they didn'tknow it had turned off. Patient also stated it said their implant battery is at 30% when this occurred. Patient stated they don't use handset/communicator frequently. Agent reviewed ins battery level related to therapy status. Patient was not getting this message on the call and was able to successfully connect on the call. Patient will monitor and will call back if issue persists for troubleshooting at that time. Patient inquired about wifi being disabled on their handset. Agent reviewed handset general overview. The reason for call was patient reported their recharger is not working and will not turn on. Patient stated they have it on the dock and the dock base is plugged in/has a green light on it but the battery indicator lights are rapidly scrolling. Reviewed general use of recharging equipment. Patient tried to reset recharger both on and off the docking station on the call and reported the issue did not resolve. Patient stated lights continued rapidly scrolling on recharger while on dock. Patient stated all lights were off when reset off dock, but the issue did not resolve. Patient stated they tried to reset recharger before but did not hold power button down for 45 seconds. Patient attempted to power on recharger but reported did not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID wr9220, serial# (B)(6), product type recharger product ID: cd9000, serial# (B)(6), product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.